Event description:
14 prostate biopsies were done yesterday; there were appropriately 14 needles that did not fire. This report captures bd max- core #1. Pt: 4580. Device: 2610, 2533. Ref: mw5189552, mw5189553, mw5189554, mw5189555, mw5189556, mw5189557, mw5189558, mw5189559, mw5189560, mw5189561, mw5189562, mw5189563, mw5189564.